Event description:
Distributor became aware of an incident via a medwatch report received 12/8/95 of an incident that occurred involving a guide wire while performing a femoral angiogram. Resistance was encountered upon withdrawal of the guide wire through an entry needle at the beginning of the procedure. Upon removal it was noted 3 cm of coating had sheared and detached in the pt. Retrieval of the detached segment from the popliteal artery was successful utilizing a snare. Another wire was used to successfully complete the procedure without pt complications. The directions for use for this product state: "to avoid damage and possible shearing of plastic, do not withdraw or manipulate through a metal cannula/metal dilator nor advance the metal cannula/metal dilator. Extreme caution should be observed when used with a onewall puncture style needle."device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.